Event description:
It was reported that this pacemaker was suspected of exhibiting loss of capture (loc) and high capture thresholds. Additionally, there were various ventricular tachycardia (vt) episodes stored. Technical services indicated that the right ventricular (rv) lead may require evaluation and recommended discussing both the vt episodes and the rv loc with cardiology. Ts indicated that the patient experienced bradycardia, with a ventricular rate between 40 and 50 beats per minute (bpm). The health care professional mentioned that the patient has a do not resuscitate (dnr) order in place. This pacemaker lead remains in service. No additional adverse patient effects were reported.